Event description:
It was reported that the right ventricular lead was dysfunctional and the device had premature battery depletion. Follow-up with the hospital noted that "there was a considerable amount of calcium built up overlying the proximal coil." Increasing lead threshold was also noted. The device and lead were explanted and replaced. The patient did well and was discharged the next day. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Patient and device problem codes not provided on the 3500a report therefore mfg codes used. Evaluation summary: (B) (4) battery - battery depletion-normal.